Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib.

Event description:
It was reported the screen was not displayed. The customer's blood glucose level was unknown. The customer also reported that the battery compartment could not be opened. The device will be returned for analysis.